Manufacturer narrative:
Product analysis: analysis confirmed the customer experience of a black error screen and noted that it was a link electronic module error. It was additionally noted that the programmer would not boot up to perform testing due to corrosion so no testing performed. Corrosion was noted in the bulkhead area and in the device. The programmer was replaced and scrapped due to the corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had been working normally. However, when the user went to do a implantable device interrogation, a black screen came up showing "serious programmer problem. Unplug wand. Turn off and back on". After doing this, the programmer still showed a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.